Event description:
It was reported that the device had a system failure error. No patient injury reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation found the device in good condition with no appearance of any physical damaged. The pump event history showed a primary audible alarm background (bgnd) test in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, during occlusion test. Unable to determine the intermittent of the error. The root cause of the reported issue was unable to be determined, no physical or any other damaged was found on speaker or interconnect board. The technician replaced the interconnect board for preventive. Performed occlusion test and all functional testing which passed.